Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV".

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: broken shell, crease fold, underweight, part of the shell is missing. A microscopic analysis was performed which one crease sharp in the radius. Stress marks, wear abrasion. Based on the device analysis the final assessment is: -a crease sharp broken on radius side assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional additionally reported "ruptured." Device has been explanted.